Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker, had a high out of range impedance, greater than 2000 ohms, 2 years ago. At that time the other manufacturer's lead was tested. Test results were fine and the lead was reprogrammed. There was another spike recently and noise oversensing was recorded. The field representative recommended to the physician to program to pace in the unipolar configuration and sense in the bipolar configuration and the physician was going to make a decision. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update coding.